Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported change sensor alert, sensor updating alert. Customer reported blood glucose value of 850 mg/dl. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, was hospitalized and treated with intravenous insulin infusion. The customer also experienced symptoms of feeling sick/unwell at the time of hospitalization. The event involved product(s) mmt-1884, mmt-342 , mmt-431aj, mmt-7020a. Troubleshooting was partially performed. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. It is unknown whether customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342 , mmt-431aj, mmt-7020a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 8-may-2025 and 29-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: 000319751044) event date of 08-may-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on from 05/04/2025 at 15:21:17.000 until 05/08/2025 at 09:28:47.000 during bolus deliveries. In further review of the formatted history file 1 week/2 days prior to the (related svn#: (B)(6)) event date of 29-apr-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on from 04/22/2025 at 13:25:49.000 until 04/29/2025 at 12:31:13.000 during bolus, basal and fill cannula deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.